Event description:
Boston scientific received information in that this patient contacted technical services to request assistance in performing a patient initiated interrogation (pii) following delivery of shock therapy. The patient mentioned that the blood pressure device recorded a heart rate of 30 bpm. A pii was successfully performed and the patient was planning to contact the physician to discuss further. Subsequently, boston scientific received information that this device was explanted and replaced at a later date with no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. Upon review of the electrogram, the rate of the arrhythmia accelerated following delivery of antitachycardia pacing (atp) and then was terminated following delivery of shock therapy. Both alerts were reviewed and dismissed by clinic. A series of electrical tests were also performed and again, normal device function was observed. A recent review of device memory noted the device had recorded one or two faults that were most likely caused by the use of electrocautery.